Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display and touchscreen on the g9 monitor was frozen and unresponsive. After replacing the display with a different display that was known to be working, they could see the display update, but it was not responding to touch. Rebooting the device did not resolve the issue. It was later reported that there was an issue with the serial adapter, and they were able to repair it. This resolved the issue. Investigation summary: the issue was resolved by repairing the serial adapter. The customer did not return the complaint device or cable adapter to nk for evaluation. As such, the complaint could not be confirmed, and a root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the display and touchscreen on the g9 monitor was frozen and unresponsive. After replacing the display with a known to be working display, they could see the display update, but it was not responding to touch. Rebooting the device did not resolve the issue.